Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h1, h2, h3, h6, h10. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. X-ray review indicates there is implant fit appears maintained without evidence of implant loosening as noted. Regarding alignment, there is lateral patellar tilt on both patellar views as noted. Bone quality appears osteopenic. Early suspected osteolysis at the patellar bone cement interface. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10 - medical product: femur cemented cruciate retaining (cr) narrow catalog # 42502006202 lot # 65189591 tibia trabecular metal two-peg porous fixed bearing catalog # 42530006702 lot # 65261806 articular surface medial congruent (mc) right 10 mm height use with tibia sizes c-d/cr femur catalog # 42522100410 lot # 65053543. Palacos r + g (1x40) catalog # 66022663 lot # 99381044. G2: australia. H3: customer has indicated that the product will not be returned because product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent a revision procedure twenty two months post implantation due to patella femoral pain. Attempts to obtain additional information have been made; however, no more is available at this time.